Event description:
The surgeon reported opacification of a lens in a patient 2 years post phako/vitrectomy/delamination/endolaser. Resulted in explantation of lens.

Manufacturer narrative:
This product is not distributed in the united states, but rayner is reporting this issue since the iol is manufactured from the same material and has the same intended use as the c-flex injectable lens approved by the FDA may 3, 2007. Investigation of the parent lens batch process records confirmed normal manufacture and sterilization. No other complaints have been received regarding this lot. Sem testing at the university of (B)(4) was inconclusive, although the morphological aspects of the deposits were compatible with calcified deposits. Staining with alizarin red dye indicated the presence of calcium on the surface of the lens. Sem and edx testing carried out at the university hospital (B)(4) confirmed the presence of calcium deposits on the surface. The patient had undergone complex vitreous surgery for diabetic retinopathy, which one might speculate is a contributory factor for this event. (B)(4).